Manufacturer narrative:
This report is being filed on an international product, list number 02k91-39 that has similar products distributed in the us, list numbers 02k91-29 and 02k91-33. No customer returns were available for investigation. Customer complaint data was reviewed and no increase in complaint activity related to falsely elevated results was identified. A device history record review was performed on architect ca 19-9xr reagent lot 81011m800. This review did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. The historical performance of reagent lot 81011m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This investigation indicated that the patient median result for reagent lot 81011m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. The architect ca 19-9xr reagent labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer stated that an elevated architect ca 19-9 result of 161 u/ml was generated. The sample was repeated 2 times and both results were < 2 u/ml. There was no report of impact to patient management.